Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. No product lot number was reported therefore no lot release records were reviewed. The omnipod¿s user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
During a call on (B)(6) 2016 the patient reported that his blood glucose reached 599 mg/dl and was not feeling well. It was hard for him to wake up, was vomiting then he passed out so an ambulance was called and he was taken to the hospital. At the hospital they placed him on an intravenous therapy of insulin and did an electrocardiogram test. He stayed in the hospital for 6 days.